Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected missing segments, partial display, bleeding, pixilated, or black line running through the display noted. The insulin pump was received with normal operating currents and passed the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored for several days and no display anomaly occurred. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the lcd display. Customer's blood glucose was 248 mg/dl at the time of incident. Troubleshooting found that there is only a partial display of information on the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.